Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.9., h.3., h.6. Lab analysis summary: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed one opening assessed as surgical damage. Valve leak and/or damage: valve leak and/or damage: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider additionally reported "hole in valve" and "very leaky."